Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported winged balloon; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a saphenous vein graft. A 5.0x20mm nc trek balloon dilatation catheter was used for post-dilatation with no issues and deflated with no issues; however, when removing the balloon it would not insert back into the unspecified guiding catheter. It was noted the balloon failed to refold tightly. The balloon and unspecified guide catheter had to be removed together. There was no adverse patient effect and no clinically significant delay. No additional information was provided.